Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure, performed on (B)(6) 2022. During the procedure, it was noticed that the guide catheter was torn and the stent was unable to be deployed. The procedure was successfully completed with a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This event was reported by the distributor. The health care facility is: (B)(6).